Event description:
Customer reported fluid leak from a small hole in the tubing near the upper fitment after starting the infusion. The user replaced the set of fluid leaked from the same area on the second set. The user replaced the set and the third set did not leak, the infusion started w/o incident. There was no pt or staff harm reported and medical intervention was not required. Customer did not provide add'l event or pt details.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.